Event description:
It was reported, the patient had a partial knee arthroplasty implantation surgery and approximately 8 years later a revision surgery was performed due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical device: oxf twin-peg cmntd fem md PMA; item# 161469; lot# 703020. Oxf anat brg lt md size 4 PMA; item# 159548; lot# 376980. Oxford resection 3pk strk 6 h; item# 506124; lot# 948229. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022¿00331 and 3002806535-2022¿00332. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Investigation results are now available. During the investigation it was concluded that product did not fail to meet expectations; the revision took place due to progression of arthritis. Given this information, this complaint is not reportable and this medwatch will be voided. Please delete this report 3002806535-2022-00333 from your records.

Event description:
No further event information available at the time of this report.